Event description:
It was reported that the customer experienced a blank display and needed a new battery cap. The customer stated that she had earlier received a blank display and resolved the issue with a new battery cap. The customer stated that she was out of battery caps at the time and wanted a replacement. The customer's blood glucose was 150 mg/dl. Troubleshooting was done. Advised that a replacement battery cap would be sent. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.